Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device with an olympus asset otv-s190, and found that e216 could not be duplicated. The manufacturing record was reviewed and found no irregularities. There is a possibility of abnormality on the system side because there is information that the phenomenon reproduces in combination with the system of the facility. Although it is difficult to identify the cause because the phenomenon was not reproduced and the abnormality was not confirmed in the investigation results, it is possible that it is electrically damaged by accidental overcurrent such as accumulation of electrical stress due to repeated energization or the application of static electricity. The exact cause of the reported event could not be conclusively determined. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, scope communication error e216 occurred when the subject device was connected to otv-s300 which was an olympus asset. The intended laparoscopic surgery was completed with another scope. There was no report of patient injury associated with the event.